Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer stated that insulin pump did not pass the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.